Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced an ise (ion selective electrode) buffer valve on the beckman coulter au5800 clinical chemistry analyser. Replacement of the part resolved the issue. The bc identifier for this report is (B)(6).

Event description:
On the (B)(6) 2017 the customer reported to beckman coulter the generation of erroneously high na (sodium), cl (chloride), k (potassium) results on an au5800 clinical chemistry analyser. The results were repeated on a different unknown analyser. The repeat results were reported as normal. The results were not released from the laboratory thus no change to patient treatment was reported. There was no report of calibration or qc issues prior to this event.